Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited pacing impedance measurement of more than 2,000 ohms. Additionally, noise and oversensing was observed. A revision procedure was performed and rv lead impedance measured 2,143 ohms on a competitor's pacing system analyzer (psa). The physician suspected blood contamination on the device's header. The device and rv lead were explanted. A new ICD and rv lead were implanted and impedance measurements were within range. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. There is a light body fluid/ blood noted in lead lumen just distal of terminal boot. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.